Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through evaluation of returned product. Visual examination of the returned product identified the needle tip has fractured. Fracture analysis has been previously analyzed in the internal technical report where bending overload was identified as the mode of failure. The juggerstitch was returned without any packaging material/components and has not been cycled. The anchors and sutures remain in the tip of the needle. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - this event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the device was fractured. The procedure was completed successfully with an alternate device. There was no patient injury as a result of the malfunction. It was reported that no further information is available.